Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered their days of the week versus weekend days in their sleep schedule. Customer's blood glucose was 285 mg/dl. Tandem technical support assisted customer in correcting settings.